Event description:
A patient's spouse contacted the v-go call center (vcc) with questions about a product to help keep v-go from falling. During the call the spouse reported that v-go fell off after 4-5 hours. The spouse mentioned that they tried to put a lot of silk tape around v-go to keep it in place. Vcc advised the caller/spouse that v-go should be removed and replaced with a new one, when that happens. The caller confirmed that the patient is using v-go on their abdomen and that is the only place they can wear it. Vcc oriented the caller that v-go can use anywhere where insulin can be administered. Vcc advised the caller that patient should avoid scars, bones, muscle and folded skin. Also, that the skin needs to be free of oil and lotions. The caller shared that they patient does not sweat a lot, but works at a prison and they do a lot of movements while working. Caller confirmed that the patient did not touch the adhesive pad before they attached v-go to their body. The patient confirmed that they prepared the infusion site properly. The caller indicated that they discarded all the v-go devices in question.